Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use for a ureteroscopy procedure in ureter performed on (B)(6) 2018. Reportedly, the laser unit was a lumenis 60 watt console. According to the complainant, during preparation, the laser fiber was noted to be cracked upon removal from the packaging. The procedure was completed with another flexiva 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.